Manufacturer narrative:
Physio further evaluated the removed therapy cable and determined that the cause of the reported issue was due to physical damage of the therapy cable button that would not allow the cable to be retained in the connector.

Event description:
The customer contacted physio-control to report that their device would not connect to the therapy cable. The customer advised physio that the therapy connector is damaged. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed physical damage to the therapy cable and found the damage cosmetic and the cable functional. Physio determined that the cause of the reported issue was due to the therapy connector. Physio replaced the therapy connector to resolve the reported issue and replaced the therapy cable as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not connect to the therapy cable. The customer advised physio that the therapy connector is damaged. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.